Event description:
Procedure: internal port exchange. Per an inquiry letter received from the pt's attorney: "the cauterizing equipment used was your force ez-c electrosurgical generator, in conjunction with a reliant vl3607 pt return electrode. After the surgery, it was discovered that the pt had suffered severe third-degree burns on their back, in the area of the grounding pad. The burns never healed. The pt had a number of medical problems, but their family and friends feel that clearly the burns hastened their death in 2005." Note: although the attorney's letter states the pt's family and friends feel the burns hastened their death, a cause of death has not been provided to the company. Therefore, based on the information available to the company at this time and the report that the pt death occurred seventy-two (72) days after the event, co has concluded that the pt death cannot be reasonably linked to the device at this time.